Event description:
It was reported that during implant of the right atrial (ra) lead there was placement difficulty and the physician was unable to obtain acceptable sensing and pacing thresholds. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).